Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. A-8602713 - jan 26 2023 after debridement done on (B)(6)2019, a revision surgery was performed on (B)(6)2023. In the revision surgery, a head, liner, screw, and metal ring were removed, and a new head, liner and metal ring was implanted. We got this info from the sales rep on january 26, 2023. The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(6)- jan 26 2023. English. After debridement done on (B)(6) 2019, a revision surgery was performed on (B)(6) 2023. In the revision surgery, a head, liner, screw, and metal ring were removed, and a new head, liner and metal ring was implanted. We got this info from the sales rep on (B)(6) 2023. The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2004. It was reported that the surgeon recognized that signs of infection in the middle of (B)(6) 2019. Thus, the surgeon washed out the debris on (B)(6) 2019 and the patient was under the follow-up observation. The surgeon planned to be performed the revision surgery by replacing the liner (p/n: 124154000) if the infection does not go away or it recurs in the future. Thus, the liner was ordered. No further information was provided by the hospital.